Event description:
It was reported an occlusion alarm occurred. The customers blood glucose level was displayed as "high", but no specific blood glucose value was provided. The customer addressed the situation with a correction bolus using the pump. The customer filled the tubing and successfully resumed insulin, no additional assistance required.